Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose in the 500s mg/dl. It was stated that the mother lost the serter and attempted to insert the infusion set manually, but the cannula was kinked, which caused her blood glucose to rise. No further information was provided.